Event description:
It was reported that during a meniscal suture surgery the first pins cannot be detached from the needle. There was a surgical delay greater than 30min. Procedure was completed with a back-up device. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been removed from the device. T1 is free from the needle and the suture has been pulled out of the fixed straw. T1 was reloaded onto the needle and a shake test was performed, t1 remained on the needle. The device was tested for deployment using a rubber meniscus model; each t was able to be stripped off as intended. Device was not returned in the condition of the complaint of t1 non-deployment. This investigation could not identify any evidence of product contribution to the reported complaint. Information added